Manufacturer narrative:
The field service engineer (fse) was at the customer site on 03/02/2016. The fse observed that the waste pump had malfunctioned and replaced it to resolve the issue. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer stated that there were bilirubin ca and cb failures on controls run on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated as a result of this malfunction and there was no change or effect to patient treatment in connection to the event.

Manufacturer narrative:
Correction to manufacturing narrative: the field service engineer (fse) was at the customer site on 03/02/2016. The fse found that there was a strip stuck in the strip reader module (srm) and there was dried urine on the munsell mask. He removed the strip and cleaned the mask to resolve the issue. The repairs were verified per established service procedures. (B)(6).